Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same as MDR ID# 2134265-2012-06556. It was reported that post a percutaneous coronary intervention procedure the patient experienced a myocardial infarction and the patient expired. (B)(6) 2012, the patient presented with sternal chest pain radiating to the arms and associated with diaphoresis, nausea and shortness of breath. The patient was diagnosed with stable angina and cardiac catheterization was recommended. The 95% stenosed and 16mm long target lesion was located in the right coronary artery (rca) with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement using a 3.50x38mm taxus liberte stent followed by overlapping stent placement of a 3.5x16mm taxus liberte stent that was deployed proximal to the 3.50x38mm taxus liberte stent. Followed by post dilation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. (B)(6) 2012 - the patient presented with recurrent episodes of upper quadrant pain associated with nausea and vomiting. Ultrasound revealed cholecystitis and the patient was hospitalized. Laparoscopic cholecystectomy was recommended. The patient underwent cholecystectomy. During the procedure, a small amount of ascites was noted in the abdominal cavity which was sucked out. Following this, evidence of micro nodular cirrhosis involving both lobes of the liver was also noted. A channel drain in the right lower quadrant was placed. Five days later, post-operatively, the patient developed abdominal discomfort with some dizziness and light headedness. CT scan of the head was recommended which was unremarkable. ECG, revealed junctional tachycardia with no dynamic st-segment shifts. Laboratory investigations revealed elevated cardiac enzymes, consistent with a myocardial infarction. The patient became apneic and went into acute hypoxic respiratory failure. The patient was intubated, paralyzed and transferred to the intensive care unit. The patient remained paralyzed, developed hypothermia and was placed on IV fluids. It was suspected that the patient had pulmonary embolus. Heparin drip was started and the patient was ventilated. Neo-synephrine was started for low blood pressure. The following day the patient developed cardiac arrest for which resuscitation was performed. Following this, the patient went into asystole for which the patient was placed on external pacer and pacemaker. Subsequently, the patient had no palpable blood pressure and was sedated on the ventilator. The family was consulted and finally the patient was taken off the pacemaker. The patient expired immediately. The cause of death was respiratory failure due to pulmonary embolus with myocardial infarction.